Event description:
It was reported that this pacemaker upon interrogation was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in-service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. The explanted device will not return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker upon interrogation was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in-service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.